Event description:
During a preventive maintenance, the company representative observed that the unit's display was functioning intermittently. No pt was involved.

Manufacturer narrative:
To repair the intermittently functioning display, the company representative replaced the main board (0670-00-1152e). The unit was tested to factory specification. It functioned normally and as returned to the customer. (B)(4).